Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Complaint description: patient was revised to address dislocation. On (B)(6) 2015: the patient underwent a left total knee arthroplasty for osteoarthritis. Attune implants were utilized with non-depuy cement. Patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2015: the patient underwent a closed reduction under anesthesia for a dislocation with x-ray revealing tibia posterior to femur. Surgeon suspected patient had hyperextended knee leading to dislocation. Patient was then released on (B)(6) 2015 with a left knee brace and hinges set to 0-90 degrees of flexion. Patient experienced recurrence of dislocation (B)(6) 2015 without indication of intervention. (B)(6) 2015: the patient underwent a left knee revision due recurrent dislocation. Closed reduction was attempted but unsuccessful. Surgeon proceeded with open reduction. Intraoperative findings were poly insert spinout and partial avulsion of patellar tendon. Surgeon notes debriding ¿hematoma tissue¿ but no further details provided. Gram stain came back negative for bacteria and a new insert was implanted. Post op it was noted that patient¿s left leg was ¿red and swollen¿. On (B)(6) 2015: cultures came back positive for methicillin sensitive staph with treatment plan of IV antibiotics. No further information provided. This complaint captures the revision due to recurrent dislocation. The infection is captured in a linked complaint. Doi: (B)(6) 2015. Doe: (B)(6) 2015 (dislocation treated by closed reduction). Dor: (B)(6) 2015 (insert). Doe: (B)(6) 2015 (infection with planned IV antibiotics).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.